Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hzgl, implanted: (B)(6) 2014, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. (B)(4).

Event description:
The patient reported no stimulation sensation. The patient typically has felt stimulation all the time. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. The patient typically keeps the setting around 3.3 and raised it to 5v and still didn't feel it, said might have increased to 6v. The patient had not yet tried to switch programs. The patient spoke briefly with manufacturer's representative on friday however representative said that she was sick so they didn't do any troubleshooting. The patient saw surgeon today for unrelated issue and he was directed to contact manufacturer's representative. The patient left another message with manufacturer's representative. The patient will try to switch programs when she gets home as she was driving right now and didn't have the programmer with her. On (B)(6) 2015 the patient called back to inquire if she was supposed to feel stim all the time. The patient stated in the past with previous devices she did feel stimulation all the time. Additional information received from the healthcare provider noted that the patient developed constipation. (Illegible) marker test --> colonic inertia. The event cause was not determined; it was unknown if it was device related. The patient was recovered without permanent impairment. It was noted: "interstim works."